Event description:
International affiliate reports that the implanted siphonguard could not be seen on x-ray. When the device was explanted, it was revealed that the siphonguard had separated from the assembled valve and the catheter was torn.